Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of broken device was confirmed. It was found that distal b earing was detached. The likely cause of failure could not be determined. However, it was also noted that the distal hole was deformed and laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the device was broken. There was no patient involvement. Additional information received on evaluation stating that distal bearing was detached made this event reportable.